Manufacturer narrative:
Event summary: patient data files showed eight injections were performed without any issues or system notices. Upon visual inspection of flexcath sheath 4fc12 / 07530-022, results show the device was intact with no apparent issues. Air aspiration was reproduced when the arctic front catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported aspiration issue has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a lot of air introduction during aspiration. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.